Event description:
During implantation of the distractor, the foot plate detached from the activation rod when the anesthesiologist was inserting an airway tube. A CT scan confirmed the broken foot plate. The broken distractor had to be removed in a second surgery.